Event description:
It was reported that an intermate sv200 broke. This occurred while filling the device using a non-baxter pump set. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received by baxter for evaluation. Initial inspection did not find evidence of a malfunction of the intermate device. Upon completion of the evaluation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection did not identify any physical abnormalities with the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.